Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The single target lesion was restenotic post pta and was located in an arteriovenous fistula (left/right not provided) with a 7mm reference vessel diameter and a 20 mm target lesion length. The lesion had 70% stenosis pre-procedure and 0% stenosis post-procedure. The vessel tortuosity was mild and there was no calcification. The lesion morphology was tight concentric stenosis. The patient had a six-month follow up assessment in (B) (6) 2006. The target lesion has not remained patent since procedure. Conventional angioplasty was performed in the target lesion in (B) (6) 2005 with confirmed angiographic restenosis. The degree of stenosis was not provided. No twelve month patient follow up information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.